Event description:
Fter starting epk-3000 and connecting vnl8-j10, the inspection image does not appear. Also, when the vnl-90s was connected, the inspection image was displayed, but when the lamp was turned on, noise was generated. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Model epk-3000-us is available in the USA with a 510k number k172156.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the process pcb malfunction. Based on the result, we concluded that it was caused due to the excessive shock applied on the process pcb. In addition, we confirmed that the xenon lamp worn out, the cooling fan corroded, the cooling fan corroded, and the power supply unit corroded; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated not to submit MDR. Correction information: g6: follow up #1 h6: coding changed based on the investigation result additional information: h4:device manufacture date.